Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were in the bathroom every 30-40 minutes and had the urge to go or does go. The patient reported that she had to self cath and only a little came out. The patient reported that she was on program 1 at 1.7 volts and went down to 1.3 on the night prior to the report and again on the day of the report. The patient reported that she felt stimulation on the morning of the report, but currently did not feel stimulation. It was noted that the therapy was on. The patient switched to program 2 at 2.4 volts and was feeling stimulation in the correct area. Additional information was received from a consumer regarding the patient. The consumer reported that the patient was having retention. The patient felt like she had to go but nothing came out. The consumer reported that these were symptoms from before the implant. The consumer reported that the patient was feeling stimulation in the buttocks, not in the bladder. The consumer reported that the stimulation was only somewhat uncomfortable because it felt unusual. Additional information was received from the patient and it was reported that she saw her healthcare professional and had a foley catheter placed and taken out.